Manufacturer narrative:
The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The pump passed all post sterile inspection checks.

Event description:
The complainant reported that upon explant of an impella cp pump a perclose suture failed, resulting in access site bleeding. A covered stent was placed and two units of blood were transfused to achieve hemostasis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.